Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta had a deformation on the lip of the tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for tube deformation/damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the sample and photos, the customer¿s indicated failure mode for tube deformation/damage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta had a deformation on the lip of the tube.